Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds such as nasolabial folds.

Event description:
Patient was injected in (B)(6) "2101" under the eyes and in the lips. Pt returned to the doctor on (B)(6) 2011, with swollen lips and a mass underneath. The pt was treated with laser.